Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a fingerstick-confirmed glucose of 321 mg/dl upon waking and an unknown duration prior to contact; review indicated elevated glucose for about one hour, the infusion site appeared normal, tubing was primed with visible drops, and glucose decreased to approximately 295 mg/dl during the call. Symptoms included no reported clinical symptoms associated with hyperglycemia. Outcomes included no medical intervention, no hospitalization, and user decision to monitor and call back if needed. Investigation included remote troubleshooting and user education, including site inspection confirmation and infusion set priming verification. Investigation of this case revealed no device malfunction observed during the call and no identifiable device component issue, with glucose trending down after troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.